Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown. Customer performed self-test and failed. Customer did not noticed the leak from o ring of the reservoir compartment. Customer noticed moisture in the reservoir compartment. Insulin pump had physical damage. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.